Event description:
Patient's parent contacted dexcom technical support (B)(6) 2014 and claimed that on (B)(6) 2014 cgm displayed inaccurate values. At the time of the call, patient's parent reported no injuries or medical intervention.